Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer alleging possible pump under delivery. The customer's blood glucose was 280 mg/dl at the time of incident. Other blood glucose was 236 mg/dl and 348 mg/dl.the customer was treated with manual injection. The device was not expected to be returned for analysis.